Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. The physician elected not to make any recommended programming changes at this time. The device remains implanted and the patient will be monitored.